Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One mitraclip ntr was implanted, successfully reducing mr to mild. A residual lateral jet was still present and it was decided to implant a second clip. A second mitraclip ntr was advanced, however upon leaflet grasping it was noticed that the clip wasn't well inserted on the posterior leaflet. On echo, it was confirmed that the posterior leaflet had perforated and the mr increased to 4+. As mr got worse, no attempt was done to re-grasp the leaflets and the undeployed clip was removed. A mitraclip xtr was implanted without issues, successfully reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined in this incident. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.